Event description:
It was reported that during the lap gastric bypass procedure near the end of the case as the surgeon was using the device to make the gastrotomy, the generator began issuing the instrument error code. Another blade was opened and the case completed without further incident. No pt consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure).